Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 600 mg/dl. Customer has tried to take 15 units but blood glucose would not come down. Customer attempted to change the set but now he can delivery insulin. Customer reported the following symptoms related to their high blood glucose were dry mouth, urination. Customer treated high blood glucose with the pump. Based on customer report customer does not allege pump was under delivering. Assisted with checking the notification screen, did not find any alarms for the time he was having the high blood glucose. Customer advised to monitor the pump and sensor call the helpline if has any other questions. The device will not be returned for analysis.